Event description:
Lead sn (B)(4) was originally communicated as failing. Based on the new information received on (B)(6) 2019 this lead was capped at implant, as typically done when two epicardial leads are implanted and one is reserved as a back-up. The lead s/n that was activated was greatbatch medical lead sn (B)(4). This lead didn't fail but placement was not optimal. There was some benefit from biv pacing as determined by the patient's increase in ef. However, the physician and the patient decided to try for a better lv lead placement. On (B)(6) 2019, patient was implanted endocardially with non greatbatch medical leads. The greatbatch medical lead sn (B)(4) was then capped.

Event description:
It was reported that dr. (B)(6) at university of (B)(6) will be revising the lv lead. The rep is thinking that the lv epicardial lead is failing. They may use the other lv lead that is currently not in use or may attempt another transvenous lv leads. No additional information has been provided.